Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the device was implanted in 1999, for mitral valve plasty. In 2008, patient became unconscious due to ventricular fibrillation. Three months later, patient had mitral valve replacement and tricuspid annuloplasty due to mitral regurgitation which was caused by detached artificial chorda tendinea. It was unknown if patient had infectious endocarditis. Ring will be evaluated for infectious endocarditis at the facility and was not returned for evaluation at the time of initial reporting. Implant duration was approximately 118 months. Subsequent information indicated device will not be returned.